Event description:
It was reported that during the use of the pump, a "no disposable, pump won't run" alarm went off. Also, every time the patient was starting up the pump right after changing a cassette to another one for regular replacement, a "high pressure" alarm went off. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. All labels were intact. No physical damage was found. As a result of checking the event history log, it was confirmed that there was a record of the nda alarm that occurred on (B)(6) and (B)(6) 2022, and the high-pressure alarm that occurred continuously after power on, during priming or operation pump between (B)(6) and (B)(6) 2022. During the functional test, the reported problem could not be replicated. As a preventative measure, the downstream sensor was replaced and the upstream sensor was recalibrated. Product is beyond 11 years from manufacture date of 2011-03 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.